Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the filter leaked during a patient¿s non-lipid infusion. No patient harm was reported. The set was sequestered and sent to clinical engineering for evaluation. The set change frequency was reported to be between 12-96 hours. The hospital clinical engineering investigation determined that there was some back pressure the hole on the side of the filters which leaked.